Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the monitor automatically shuts down after turning on the power. The issue occurred during reprocessing. The patient was not under anesthesia and there were no reports of delay or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the root cause of the reportable malfunction was failure of the g1 board. The event can be prevented by following the instructions for use which state: olympus will continue to monitor field performance for this device.